Manufacturer narrative:
Philips service replaced the rear panel and host pc and monitored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently failed to boot on mondays, requiring a host pc reset on an allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.